Event description:
A generator was analyzed after being explanted due to end of service. Analysis was completed on (B)(6) 2013. The end of service condition was the result of expected battery depletion based on the battery life calculation. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. With the exception of the parameters that are associated with a low battery condition, the device performed according to functional specifications. Supply current pulsing was out-of-specification on the current automated post burn test 101. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications. The out-of-specification supply current pulsing could potentially be a contributing factor to the end of service condition; however, results of the battery longevity calculation indicated that the end of service condition was an expected event.

Manufacturer narrative:
.